Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx stents were implanted; one into the rca and one in the lad. It was reported the patient suffered a myocardial infarction. Cec adjudicated the event as a non q wave mi (target vessel) 3rd udmi peri pci in the lad and rca.